Manufacturer narrative:
5/9/1997-medwatch report not received by MFR. Submission of initial report to FDA by mfg.

Event description:
During a av fistula procedure, reportedly the clips did not load properly. The surgeon used another device without pt injury.